Event description:
Performing a mesenteric embolization, unable to detach a coil with detachment handle. Note: handles can be used multiple times. Dr. Tried manually to detach, removed coil thereafter. FDA safety report ID# (B)(4).